Manufacturer narrative:
Product analysis :macroscopic and optical examination some thread crest deformation and flank witness marks. Functional evaluation with a sample m8 mas found the set screw was able to be fully engaged in the mas head. After visual, optical and functional examination, the implant appears to be capable of performing its intended function.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluation anticipated but not yet begun.

Event description:
It was reported that on (B)(6) 2015, the patient underwent surgery due to fracture. During the surgery, there was one screw found slipped and could not be used anymore. The surgeon had to change another product to complete the surgery. The screw came in contact with the patient. No patient complications were reported due to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.